Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt had undergone generator replacement surgery approx 1 month prior, at which time intraoperative device diagnostic testing was within normal limits, indicating that the device was functioning properly. Reporter also indicated that the pt recently fell out of their bed during the night. Further follow-up revealed that the pt began experiencing an increase in seizures. It was also reported that the magnet was not as effective in controlling the pt's seizures as it was prior to generator replacement surgery. X-rays identified a discontinuity approx 1.5mm above the top of the tie down. The pt later underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversly effect device performance.